Event description:
Patient provided a pathology report of their capsule which stated "violet fragment of right capsule. Fiberous shell on capsule. Inflammatory limphoplasmocitic component. Vascular reactive proliferation. Diagnostic: tisular reaction to prosthesis." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, g2.

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii.